Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son experienced high blood glucose level. Customer¿s blood glucose level was 417 mg/dl. It was also reported that the insulin pump had insulin flow blocked alarm. It was unknown that the customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.